Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. In addition, noise was observed which was oversensed. It did not cause pacing inhibition. This patient is not dependent, however, a surgical intervention was needed to mitigate the issue. The rv lead was surgically abandoned and replaced. The physician did observe insulation damage on the lead. No additional adverse patient effects were reported.